Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was blank which blocked graphics and text. Reportedly the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.